Event description:
It was reported that the patient's right atrial (ra) was capped and replaced on 04 nov 2025 due to insulation damage. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.